Manufacturer narrative:
(B)(4). Foreign country: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the package wasn¿t vacuumed seal but we didn¿t have another implant to use so we implanted it anyway. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6 reported event was confirmed due to the review of photos. Visual evaluation of photo provided of the pouch found damage including but not limited to, scuff marks, creasing, and loss of vacuum seal. No evidence of sterile packaging breaches were found that would explain the loss of the vacuum seal. The reported event is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. For the event reported for damaged pouch the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage, and a packaging design issue. For the event reported for vacuum seal issues the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to a packaging design issue. A corrective action has been initiated to address the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.